Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
A patient reported that it was suspected that their leads had migrated. The patient stated that they had back surgery. Their doctor put in a cage and had moved the leads and then put the leads back. The doctor thought the leads had migrated and instructed the patient to schedule surgery. The patient indicated that this occurred in (B)(6) 2016. No patient symptoms were reported. The indication for implant was spinal pain.

Event description:
Additional information received from the consumer indicated the patient experienced back pain since their surgery and stimulation was no longer getting to the correct area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.